Event description:
A pt was restrained in locking cuffs using connecting straps to secure the pt to a bed. The pt was about to break the connecting strap. No damage or harm was done to any of the hosp staff or equipment.